Event description:
The lens accountability form for a cc4204a collamer single piece lens was returned with the comment "wasted, implanted and removed". Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. Evaluation results: a parent/child lens work order search was performed and there were no similar complaints found. Conclusion (unable to confirm complaint): based on the complaint history and lens work order search, we were unable to determined a specific root cause of the event. (B)(4).

Manufacturer narrative:
Evaluation method: medical and device history reviews. Results: a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. After going through the device history record review and performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. The manufacturing process of the lens has been absolved and is not related to the root cause. Based on the available information being provided from the facility, quality engineering concludes that the most likely root causes to the capsule tear may be surgeon technique or patient related issues. Conclusion (unable to confirm): based on the complaint history, work order search, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
The customer callback and stated after the lens was inserted the surgeon noted the posterior capsule was torn. The lens was removed, discarded and an acl was implanted. The reporter did not know the condition of the eye prior to surgery or whether or not the lens caused the tear. (B)(4) - capsular bag tear, posterior. (B)(4).